Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient was feeling horrible, very weak and tired, and they wanted to check to make sure that stimulation was on. The caller reported that they checked the patient's ins and found that it was on. The caller reported that the patient had recently had an x-ray performed. No further patient complications have been reported as a result of this event.